Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported biventricular failure and patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2023 due to biventricular failure. The patient was reportedly unable to undergo a transplant. The patient outcome was not considered to be device related, and the device had operated as expected. It was reported that hm3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to biventricular failure. The patient was not eligible for a transplant. It was noted that the patient had mixed valvular and ischemic cardiomyopathy prior to their implant.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter phone number: (B)(6). Initial reporter postal office or zip code: (B)(6).